Event description:
Complainant alleged that during functional testing, the device's error log contained an "error 7" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
MFR has not received the product and this complaint is still under investigation.